Event description:
Ventilator alarming no oxygen supply. Patient being bagged with 100% fio2. Rt attempted to perform sst on ventilator. Sst failed, o2 supply error code. Placed patient on new ventilator. Ventilator to biomed. Unit had a broken o2 cell. Replaced o2 cell, tested & returned to service.